Event description:
It was reported that during a general changeout procedure, the insulation of this right ventricular (rv) lead was noted to have abraded. Additional intervention was performed, and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.